Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, when the issue occurred, the system was in clinical use for the diagnosis procedure which was completed as planned since the customer used the main philips monitor instead of third-party monitor. A philips field service engineer (fse) went onsite and confirmed that the customer was unable to use the third-party monitor for live images and the live monitor image cutout on the additional third-party monitor. Upon troubleshooting, it was found that no live image after the video converter confirming the root of the issue that had been reported. The fse replaced the video converter to solve the reported problem, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The customer completed the procedure by using the main philips monitor to view the live image and there was no interruption of the on-going procedure. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was no live image. Philips has started an investigation of this complaint.